Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report for device shut down was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The customer's report for display blurred was observed during initial testing; however after disassembling the device to determine root cause, the customer's report was no longer seen. The customer declined repair of the device, the device was labeled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distorted and no clinical information could be seen and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.